Manufacturer narrative:
(B)(4). The device will not be sent back to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative reported to baxter that an as50 infusion pump with a condition of "overinfusion on an infant, the expected infusion time was 1 hour but the device infused in 30 minutes." This condition occurred during patient therapy. The patient was infused with ganciclovir antibiotic that was compounded by the facility. It is unknown if there was any patient injury, adverse event or medical intervention necessary according to the hospital representative. No additional information is available.